Event description:
Device 1 of 2. Reference MFR report#1627487-2017-01788. It was reported the patient lost therapy on her right side after a fall. X-rays confirmed lead migration. Surgical intervention was undertaken during which time both leads were explanted and replaced. Stimulation was restored postoperatively. Note: it's unknown which lead migrated, therefore both leads are being reported.